Event description:
It was reported that when the physician unpacked the xience prime rx 2.75 x 15 mm stent, it was noted that some of the proximal struts of the stent were flared. The device was not used in the patient. Another device was used in the procedure. There was no reported clinically significant delay in the procedure. There was no additional information provided. Analysis of the returned device revealed that the distal end of the stent implant was located on the distal end of the soft tip. The stent implant was loose on the balloon. The flared struts were in the tip.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Stent damage was confirmed. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.